Event description:
It was reported that the patient underwent a surgical procedure to treat pelvic organ prolapse and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue, urinary tract infections and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Additional narrative: the patient underwent mesh implantation in order to treat pelvic organ prolapse, cystocele, rectocele, and uterine prolapse. It was reported that the patient had a concurrent procedure of a hysterectomy performed during mesh implantation. It was reported that following insertion the patient experienced pain, erosion, extrusion, bleeding, urinary/bowel problems, recurrence, dyspareunia, vaginal scarring, cramping in abdomen and rectum, depression, nervousness, stress, potential additional surgery. It was reported that on (B)(6) 2012 the patient underwent partial removal due to erosion, reprolapse, and chronic pain. (B)(4) -urinary/bowel problems; undefined recurrence; dyspareunia.

Manufacturer narrative:
It was reported that the patient underwent obtryx sling implant on (B)(6) 2012 along with anterior repair with paravaginal repair and dermal graft insertion, cysto and posterior repair.